Event description:
It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes. Technical services advised some programming options. There were no adverse patient effects. It was reported that the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. Later, it was reported that the patient had another inappropriate shock. This one was due to t-wave oversensing via reduced intrinsic amplitudes. Also, there was some noise. Technical services advised some exercise testing. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.